Event description:
It was reported that the device reached elective replacement indicator (eri) therefore the device was removed and replaced with a new device. The device was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain to be current leakage in the battery filter capacitors. It was noted that the device lasted fifty-four percent of its expected longevity.